Event description:
Reporter has had the mentor implants for about 3 years and has had to have surgery 1 1/2 years ago because of hardness and disfigurement. Now the doctor says reporter has to have them removed. Reporter asks if they have any recourse with the makers of this product.